Manufacturer narrative:
This report is filed on november 14, 2016.

Manufacturer narrative:
This report is filed november 02, 2016.

Event description:
Per the clinic, the patient experienced poor performance with device use and a subsequent reduction in clinical benefit. Subsequently, the device was explanted on (B)(6) 2016. There are no plans to re-implant the patient with a new device.